Event description:
It was reported that the device powered on/off by itself. There was no reports of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was able to duplicate the reported failure while shaking it. Physio reseated the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.